Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the ars was found leak during during use on the patient. They changed to a new one. It was sucessful. No harm for the patient." The patient's current condition is reported as "fine".

Event description:
It was reported "the ars was found leak during during use on the patient. They changed to a new one. It was sucessful. No harm for the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the ars was found leak during during use on the patient. They changed to a new one. It was sucessful. No harm for the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) and an 18ga introducer needle for analysis. No definite signs of use were observed. Visual analysis of the ars revealed no obvious defects or anomalies. The ars was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The returned 18ga introducer needle was attached to the ars, and the ars was able to draw and aspirate water with and without the introducer needle. The module requirement document for raulerson syringes was reviewed to determine requirements for air/water leakage. The document notes a deviation: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and snapped back into a position = 1cc from the starting position. Therefore, the internal valves of the ars were functioning as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/ needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The raulerson syringe module requirements document was reviewed as part of this investigation. The in-process guidance on syringe vacuum tests was reviewed as part of this complaint investigation. The customer report of a leaking ars could not be confirmed through complaint investigation of the returned sample. The ars passed all relevant functional and additional testing. Therefore, based on the customer report and the sample received; no problem was found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.